Event description:
Pt reported obtaining a blood glucose result of 295 mg/dl, while using the suspect device. Pt indicated that, shortly thereafter, an add'l blood sample was collected and, when tested in a reference lab, measured 95 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.